Manufacturer narrative:
Correction: coding updated to align with correction to the file. The reported hospitalization and paralysis in (B)(6) 2024 was ruled out by a person qualified to make a medical decision. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient reported that about 4 months after having their implanted neurostimulator (ins) implanted, they turned the ins off because they had been getting sharp shocking pain down their legs. The pt explained they had lost their equipment, but needed to get their ins charged up and into MRI mode because they needed an MRI. The pt reported they had moved to another state because they couldn't walk. They were currently laying in the hospital and they were about to have permanent paralysis from their waist down, and the doctors needed to finish testing prior to starting surgery. The pt also commented that the doctor was getting ready to take their implant out. Patient services reached out to a local manufacturer representative (rep) to see if they could help get the pt's ins charged up and into MRI mode since the pt would not be able to get a replacement controller in time.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient's ins had not been charged in over 6 months. Rep noted pt's equipment were all MRI compatible and therefore did not need to be charged. It was unknown when the pt first noticed the sharp shocking down their legs. Rep noted they were not given any additional information other than the pt needing help confirming MRI eligibility.